Event description:
In 2008, the patient underwent the surgery with the g3 nail. In 2009, the patient had pain in hip. Afterwards, the surgeon found through the x-ray that the lag screw penetrated into the pelvis. At approx 2 weeks later, the surgeon removed the implants. The surgeon is monitoring for the patient.